Event description:
During surgery, the stem of the femoral trail broke off causing a surgical delay of approximately 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.